Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently underwent a procedure on (B)(6) 2014 to clean the site and reposition the receiver stimulator. Following the procedure, the patient reported poor sound quality. Reprogramming attempts were made; however, the issue could not be resolved and the device was explanted on (B)(6) 2014. During the same surgery, the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
(B)(4).